Event description:
Boston scientific received information that high shock impedances greater than 125 ohms were detected on this right ventricular lead. Upon investigation, it was noted the shock impedance ranged between 80 and 95 ohms for some time, however with the past month gradually increased to out of range levels. The physician will continue to monitor the lead at this time with no remedial action yet taken. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional evidence was received that the high shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.